Event description:
It was reported that there was high impedance (greater than 3000) in the left ventricular (lv) lead. The lead remain in use. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.